Event description:
During a meniscus repair procedure using an ultra fast-fix assembly ¿ curved, it was reported that the second implant (t2) fell off the inserter. While removing the implant, the meniscus was further torn. The tear was approximately 1.5 cm. Due to the tear, a part of the meniscus was cut and removed and a part was repaired. The repair occurred in the red area of the meniscus using a contralateral approach. There was a ten minute delay in the procedure. The patient was okay post-procedure.

Manufacturer narrative:
Device evaluation: one ultra fast-fix assembly ¿ curved device was returned for evaluation. The device was visually evaluated identified that t1 is no longer located on the device introducer needle and the suture is no longer organized under the suture retaining straw, however t2 remains on the needle. This is contrary to what was reported. The device was functionally tested and t2 was successfully deployed into a rubber meniscus. The failure mode is not confirmed, and the root cause of the incident cannot be determined as the device functioned as intended. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported with this product during manufacture. (B)(4).